Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damaged. Customer blood glucose value was 304 mg/dl at the time of the incident. Customer stated that they cannot insert reservoir and it keeps falling out. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip.